Event description:
The reporter stated that during a spinal surgery procedure, a small cross connector was needed by the surgeon. The tray of small connectors was missing from the set (coral degenerative set) that was shipped by integra for the case. The caddy was the degenerative fixed cross connector caddy 1; it holds 10 to 28mm cross connectors. The surgery was completed without the use of a cross connector.

Manufacturer narrative:
Integra's investigation determined that the caddy that was reported as being missing from the instrument set is not part of the standard bom (bill of materials) for the coral degenerative set. The standard bom includes the large fixed cross connector caddy, as well as the 3 sizes of adjustable cross connectors. The request for the additional sizes was not relayed to inventory control. As this is not a failure of a specific product. No device history records or nonconformances will be reviewed. Rather, this was a failure to communicate a request for additional inventory. The surgery was completed without the use of a cross connector. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.